Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. Device evaluation thrombus was confirmed through the evaluation of (B)(4). The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of (B)(4) upon disassembly revealed flat, tissue-like depositions on the body of the rotor. Areas of these depositions were hard and denatured, indicating that they were present while (B)(4) was supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated ldh and hematuria. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient initially had an elevation in their lactate dehydrogenase (ldh) level from a baseline of 200 - 300 u/l to 500 u/l in the outpatient setting and was started on persantine. The patient came to the clinic for a ramp study that was positive, however, the patient's ldh level decreased to 400 u/l. It was reported that the patient's inr was never out of range, the patient felt well, and there were no signs of infection or other events preceding the ldh increase. The patient experienced hematuria at home on (B)(6) 2016 and came to the emergency department. The patient's ldh level was 2400 u/l and creatine level was 9 mg/dl. The patient was admitted to the hospital and received a pump exchange on (B)(6) 2016 for suspicion of pump thrombosis. It was reported that the device was functioning normally without elevated power or changes in other parameters. Post operation, the patient experienced acute kidney injury which improved after treatment with IV lasix and IV fluids. It was reported that as of 04/07/2016, the patient was extubated and off all inotropes and pressors.